Manufacturer narrative:
Na

Event description:
It was reported that the pulse generator could not be interrogated. The last interrogation was in 2004, which showed an estimated remaining longevity of 5.5 years to elective replacement indicator. There was regular transtelephonic monitoring (ttm). A ttm in 2008, showed a magnet rate of 87.3 pulses per minute. As an error message was displayed, and troubleshooting could not be performed, the device was replaced.